Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It is reported that on (B)(6) 2026 the customer was in the process of completing a biopsy and "opened a eviva 9g 12mm stereo needle and it was bent". The customer was unable to do the procedure, and had no additional petite needles available. The procedure was aborted and they had no further needles. No further information is available at this time.